Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 1200 mg/dl. The patient had pneumonia. For treatment, the patient was given insulin. The patient was discharged after 3 weeks. The pod was worn on the leg.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.